Event description:
It was reported that the ilet user experienced a low blood glucose episode after entering a meal as ¿more than,¿ which was the wrong meal size for the amount of carbohydrates consumed, and they promptly treated the low with oral glucose tablets. Symptoms included hypoglycemia with a documented nadir of 39 mg/dl and a sensation of feeling hot. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to announcing the incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.